Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case# mw5040604) in united states on 27-may-2015 who had essure (fallopian tube occlusion insert) inserted, for birth control. The consumer stated that one day she woke up in the most terrible pain ever. She went to her physician the next day and was told it was because of the essure birth control she had gotten. So her physician removed it and after that she continued to suffer terrible pain and was still having the pain at time of the report. She had to take pain medicine just to get through her days. Follow-up received on 04-jun-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one day she woke up in the most terrible pain ever. Essure was removed and the pain continued. This event, interpreted as pelvic pain, was considered serious due to medical significance and is listed in the reference safety information for essure. Abdominal and pelvic pain may occur after essure insertion. In the present case, limited information was provided. The temporal relationship between essure insertion and onset of the pain was not informed neither was consumer´s medical history or concurrent conditions. The pain persisted after essure removal what makes a causal relationship with essure unlikely. However, since no alternative explanation for the pain was provided, in a conservative approach, this event was assessed as related to essure until further information is obtained. This case was regarded as incident since essure was removed (intervention implied). The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is expected.

Manufacturer narrative:
Follow-up information received on 11-aug-2015 from consumer: the consumer's date of birth was updated (she was (B)(6) at time of event). Her weight was (B)(6) and height was (B)(6). Previous gynecological procedure, problems and concurrent conditions were denied. She stated that essure was inserted maybe 1 month after pregnancy. No type of back contraception was used after procedure and before confirmation test. Hsg was not performed. In 2013, essure was removed. She reported that essure broke inside her during procedure removal. Hysterectomy and salpingectomy were denied. The pain (pelvic region) did not resolve after essure removal. She took advil and ibuprofen, but did not help. Hospitalization was denied. After essure removal, some tests were performed but results were not provided. She stated that she did not recover from surgery and from event too. She believed that condition was caused by essure because she had never had this problem until she got the essure and after it was removed the pain was still there. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one day she woke up in the most terrible pain ever. Essure was removed but the pain continued. Hysterectomy and salpingectomy were denied. Essure broke inside the patient during removal. This event, interpreted as pelvic pain, was considered serious due to medical significance and is listed in the reference safety information for essure. Abdominal and pelvic pain may occur after essure insertion. In the present case, limited information was provided. The temporal relationship between essure insertion and onset of the pain was not informed neither was consumer´s medical history or concurrent conditions. The pain persisted after essure removal what makes a causal relationship with essure unlikely. However, since no alternative explanation for the pain was provided, in a conservative approach, this event was assessed as related to essure until further information is obtained. Single cases of essure breakage have been reported, mainly during difficult insertions/removals. In this particular case, since the events occurred in association with essure removal procedure, causality with the suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. An initial product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Since a breakage was reported in the follow up, an updated ptc and further information are expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.